Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The device also had a cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.please see medwatch report # 3004209178-2014-90696.

Event description:
It was reported that insulin leaked from the reservoir and into the insulin pump. The blood glucose reading was 10 mmol/l. Nothing further reported.